Event description:
The surgical delay is not only due to the screwdriver that was rotated but to a series of events that occurred during that procedure since the trs motor was lost in the sterilization center and there was no synream adapter in the material during the surgery. The screwdriver did not break in the surgery, the device had already been broken before and was realized the fault at the time of placing the nail locks. Medical intervention was not necessary and the surgery was completed successfully.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2024. During the surgery, the retention pin short is broken; when trying to take the screw with the screwdriver, it wouldn't stay attached to the handle. When reviewing the device, it was noticed that this piece was broken in the equipment, in the segment where the thread should go. The surgical time was extended. This report is for a retention pin for screwdriver short / xl25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. H6: part: 03.045.004 lot: 3100p39 manufacturing site: hägendorf release to warehouse date: 30-january-2023 a manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 ¿ device not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.